Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure, the 1.9mm drill bit was used and when the 2.3 mandible screw was placed in the pilot hole, it fell right through the hole that was drilled. This was the first time this particular drill bit had been used.

Manufacturer narrative:
The reported event that the drill did drill a bigger hole as specified could not be confirmed. Within the visual inspection it was determined that the drill helix is not deformed respectively affected. Furthermore, it was detected that the cutting edges of the drill and at the tip shows normal signs of usage. Therefore, within visual inspection no abnormalities could be detected. The subsequent functional and dimensional test confirmed that the drill was manufactured in accordance with the specification. Finally, based on the investigation the reported event could not be reproduced and the returned drill was classified as conforms to specification. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that during a procedure, the 1.9mm drill bit was used and when the 2.3 mandible screw was placed in the pilot hole, it fell right through the hole that was drilled. This was the first time this particular drill bit had been used.